Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation without low vault. Per updated information the lens was exchanged for a spherical lens of longer length and different power. Laser touch up was performed due to residual refractive that was expected and was discussed with the patient before exchange. Patient is happy with that. Problem resolved. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation without low vault. Lens remains implanted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A1:ln0019011220 h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).